Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2013; 5568-53 lead, implant date: (B)(6) 1998; 5024m-58 lead, implant date: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection which originated in the heart. The complete implantable pulse generator (ipg) system from both the right and left hand sides were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.